Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance trend was decreasing. The weekly pace lead impedance trend data shows an impedance decrease for max and min ventricular pace bi-impedance equal to 646 to 437 ohms minimum between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, implantable pacing lead, (B)(6) 2006. (B)(4). Lead remains in use.

Event description:
It was reported that there was no capture, high threshold, decreased impedance, and a drop in sensed r-waves. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.